Event description:
Device issue: balloon rupture/shaft separation. Time of device issue: during procedure. Adverse event: perforation requiring medical intervention. It was reported that the procedure was to treat a left arm fistula stenosis. A 6f sheath was used. The fox plus balloon was placed and inflated between 15-16 atmospheres when the balloon ruptured, resulting in a perforation of the artery. It was further reported that the shaft separated at the same location. The entire device was removed on the guide wire. Another balloon was advanced and inflated to resolve the perforation and the procedure was ended. Hemostasis was achieved by manual compression. There were no additional pt effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.